Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced infusion set cannula bent on (B)(6) 2024. It was also reported that patient first went to emergency room and subsequently got hospitalized. The patient experienced that there was elevated blood glucose (700 mg/dl), therefore patient had received correction bloused via pump and received intravenous (IV) and fluids of saline and insulin. The patient also had ketones. The infusion set was in use for 10 to 11 hours. The patient replaced supplies as necessary and resume insulin. No further information was available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted common device name under d2, model number, serial number, primary unique device identifier (UDI) number under d4 additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4) the batch 6006846, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 24/sep/2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6006846". No further statistical trending analysis is required. Device history record (DHR) review: the lot 6006846 was manufactured according to the work instruction (wi) version 113 and manufactured in the line 3 on 30/apr/2024, with a total of (B)(4) units. The DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Test results: physical samples were requested; however, the customer has confirmed that no samples are available for testing. In order to test the product, the reference samples from the lot have been requested. Investigation process of the complaint was carried out in accordance with: wi guidance for visual testing for complaints area version 3: 10 samples out 10 samples passed the test and wi guidance for functional testing for complaints area version 2: 10 samples out 10 samples passed the test for the code soft cannula found bent upon removal from infusion site conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and final reporting decision, no further actions are required. This is a complaint which is being addressed as part of a corrective and preventive action (CAPA) 1768101: "autosoft 90, kinked soft cannula issues which has been opened as a result of trending activities. This complaint is a reportable with valid lot number/product code. CAPA determination results: this complaint falls under the scope of the CAPA 1768101: "autosoft 90, kinked soft cannula issues" and will cover inset I (autosoft xc dhf-13.8 & 13.13) and inset ii (autosoft 90 dhf-14 and 14.3) products. Root cause of problem: the root cause has been identified as: method, manpower, measurement, machine: corrective action as a result of the investigation: the action plan and deadlines is as followed: the following actions were already implemented in the nc 1. Include the defect in document (B)(4) (work instruction inset line). 2. Improve guards of the conveyors. 3. Update trays for the stock of cannulas. 4. Update document (B)(4) (quality specification for catheter fixture for skewed catheters) for include the handling of the catheter during the process. 5. Update the document (B)(4) (work instruction inset line) to include the preventive actions implemented in the process (trays). A remaining action (to address design root cause) and deadlines is as followed: add cylinders to the lid to maintain in position the needle and cannula during transportation and prior use (database (B)(4) - 30/sep/2025).

Event description:
To date no additional patient or event details have been received.